Manufacturer narrative:
Device passed self test, active current measurement, sleep current measurement, and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. The following were noted during visual inspection: cracked case, missing display window cover, cracked battery tube threads, cracked case on the battery tube side, and broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the arrow button of the insulin pump was sticky and the battery life lasting three days. ¿no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.